Event description:
Remodulin pump (minimed 407c) was noted to have no change in the pump reservoir amount over a four hour time span. Patient's wife contacted remodulin support staff via telephone and changed to back-up pump per telephone guidance. Wife was instructed to return the pump to company.